Manufacturer narrative:
The root cause is unknown; however, the issue was resolved after the field service engineer performed the services described. Additional mdrs have been filed based on the same set of events: medwatch #2050012-2011-07626 ((B)(4)). Medwatch #2050012-2011-07628 ((B)(4)). ((B)(4).)

Event description:
Customer called to report that the unicel dxc 600 synchron system generated erratic quality control results for triglyceride (tg) and magnesium (mg) on two instruments. This report is being filed on one of the instruments, serial number (B)(4). Please note that another report was filed for the other instrument, serial number (B)(4), as medwatch #2050012-2011-07628 ((B)(4)). Customer stated that tg values were >500 milligrams per deciliter (mg/dl), and upon repeat was <120 mg/dl. Also, the mg values were >5.0 mg/dl, and upon repeat was 2.0 mg/dl. The customer technical specialist (cts) suggested to customer that the root cause might be the laboratory's deionized water system, as the two instruments share the same water system. Customer explained that service on the water system was due, and that customer would have the tanks changed, along with the .2 micron filters. Customer suspects that these have not been changed for over a year. Customer requested service to ensure that the issues would be resolved. Customer stated that patient treatment was not affected. On the same day, the field service engineer (fse) inspected the instrument and determined that the instrument was generating suppressed triglyceride results. After replacing both the reagent probes and the wash collars, the fse found that the cartridge chemistry mixer wash station was not properly functioning. The fse then replaced its valve, after which instrument performance was verified to ensure that the services performed effectively resolved the issue. The fse then verified that the precision run and quality controls were acceptable and within range.